Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient developed a hematoma post implantation. A redon drain was used to treat the hematoma, which resolved the issue. The patient was stable.